Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator service required condition occurred. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, an oxygen blending module valve failure and o2 flow drift high error codes were found in the device's error log. The oxygen blending module harness, system board, and power supply need to be replaced to resolve the issues. The original system printed circuit assembly (pca) board, power supply, solenoid valve, proportional valve, and oxygen blending module harness were sent to the philips investigation lab (pil) for further evaluation. Pil was unable to confirm a failure on any of the parts. Pil concluded that all the components worked as designed. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, an oxygen blending module valve failure and o2 flow drift high error codes were found in the device's error log. The oxygen blending module harness, system board, and power supply need to be replaced to resolve the issues.